Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician deployed the rlt231412/14331511 device and the flow divider and contralateral gate did not fully open. The physician could not remove the deployment catheter, due to the olive getting stuck by the closed contralateral gate. The physician intervened by inserting an additional guidewire with a balloon and ballooned the flow divider, once open, the contralateral gate opened also. The procedure concluded with no further sequela. The patient tolerated the procedure with no adverse event.

Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation